Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 10th distal stent wrap with struts raised. There was slight deformation to the distal tip. (B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and non tortuous distal lad lesion exhibiting 100% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop tray. The device was inspected with no issues noted. The physician pre-dilated the lesion using 2 balloons and attempted stenting but the stent would not cross the lesion. Resistance was encountered during delivery. The stent did not pass through a previously deployed stent. The physician pre-dilated the lesion again and made another attempt to cross the lesion with the stent but was unsuccessful. The procedure was completed with ptca. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. The returned device exhibited deformation of stent struts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.